Event description:
It was reported occlusion alarms occurred. The customer's blood glucose level displayed as "high", a specific value was not provided. To address the issue, the customer administered a correction injection. The customer resolved the occlusions by changing the infusion set and cartridge before resuming insulin. However, occlusions continued and a replacement pump was sent.